Event description:
On 2020-07-02 information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that since implant, the patient had not really had any therapy results. They kept waiting for the device to work, but it hadn't. Their symptoms had even gotten worse in the past few days. They had increased stim, but that hadn't helped. The caller wanted to change programs. Patient services reviewed information, and the caller successfully changed from p2 at 2.3 v to p3 at 3.3 v on the call and was comfortable. The caller was to monitor their symptoms now that the change had been made and would follow up with their healthcare provider if symptoms did not resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On 2020-aug-04 additional information was received from the patient. They reported that they were still having issues with therapy. They saw their healthcare provider on (B)(6) 2020 and were advised to contact a manufacturer representative for reprogramming. Their next appointment was noted to be (B)(6) 2020. The patient thought they had tried every program but were not sure if they had tried program 3 yet. There were no device issues or further patient complications reported at this time. On 2025-jun-09 additional information was received from the patient. They reported that they had the device removed several months after it was installed in 2020. They were not a good candidate and the device was not a good option for them and it didn't live up to expectations concerning the incontinence issues. They said there were tests the doctor did to see how well they would respond, and they did not respond well to the test. The doctor said their responses were poor. After it was implanted it took about 2 weeks to realize it was not a good decision. They turned it off and it was removed in (B)(6) 2020 and they got a permanent ostomy at the same time.

Manufacturer narrative:
D6b: explant date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.